Event description:
During deployment AED analysis was interrupted. (B) (4).

Manufacturer narrative:
Conclusion: this report is being filed as it could not be confirmed that a recurrence could result in an adverse event. Device labeling provided instruction on addressing artifacts.